Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI:(B)(4). Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4).

Manufacturer narrative:
Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 8/12/2019 to 8/19/2019. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device did not run - failed check off/on/ oscillation mode assessment. During service/repair, it was determined that the electronic control unit (ecu) was damaged¿ no voltage output, the motor had vibration and was corroded, and the o-ring was damaged. It was further determined that the bearings and seals were worn. It was further determined that the locking component was worn and there was corrosion in the housing for the saw head. It was further determined that the issues were consistent with normal wear and improper cleaning. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The serial number was unknown; therefore, device manufacture date is unknown. The manufacturing location is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device had an intermittent issue. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.